Event description:
Developed fracture at biopsy site, left subtrochanteric region, at which time hip nail was inserted (12/92). Received chemotherapy and radiation to site. Approx 6-7 months after rod placement, the rod broke at the junction of the intramedullary rod and the compression lag screw resulting in varus deformity and shortening of her leg approx 1 inch. On 4-21, underwent removal of hardware and left total hip replacement.